Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings:investigation revealed the display screen was dim and discolored. A pump case crack and battery compartment crack were observed. Contamination was observed on all keypad contacts. A keypad response issue was observed with the contrast button. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen, a pump case and battery compartment crack, and a keypad button contact contamination issue. This report is made based on results of the investigation performed on (B)(6) 2015.